Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated the insulin pump was not bumped or dropped. Customer stated the keypad was unresponsive but an intermittent issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test due to buttons not responding. Device was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case battery tube, cracked keypad overlay and missing display window cover. The test reservoir does not lock in place due to the missing retainer and broken reservoir tube lip. (B)(4).